Event description:
It was reported that during a laparoscopic cholecystectomy, the bag broke while the surgeon was pulling the specimen through the umbilicus. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.